Event description:
The seal connecting to the spiros from the tubing was defective so chemo leaked on the bed and on the patient. This is a smartsite infusion set used in an alaris pump module that would not lock onto the spiros - actually there are two sets of tubing this happened with - causing leakage of chemo.